Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the galileo echo blood sample test wells in question, which appeared as visually negative. Additionally, no galileo echo instrument errors were noted during sample testing on the event log, and the camera images were optimal and aligned. Immucor technical support also noted that the blood sample appeared to be extremely icteric. The immucor laboratory tested retention product on 16aug2018, which performed as expected. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 08aug2018 and determined that the probe rinse station and the filter in the probe rinse station were both dirty. The fse subsequently removed and cleaned both the probe rinse station and also the filter in the probe rinse station. (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.